Manufacturer narrative:
Information updated: describe event or problem, patient codes, evaluation conclusion codes and additional MFR narrative. There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the inflatable penile prosthesis (ipp) reservoir had migrated/herniated out of the posterior space and it was bulging right underneath the skin. The physician decided to remove the reservoir and replace it with a new one to have more tubing available. The patient is expected to fully recover.

Event description:
It was reported that the inflatable penile prosthesis (ipp) reservoir had migrated/herniated out of the posterior space. The physician decided to remove the reservoir and replace it with a new one to have more tubing available. The patient is expected to fully recover.

Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.